Event description:
It was reported that in the ICU, a few days after the catheter was placed, there was a leak found from the male luer of the stopcock. A crack was found on the male luer. As a result, the stopcock was replaced and a new stopcock was used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.